Manufacturer narrative:
Product event summary: it was reported that the shower bag had a broken clip. One shower bag was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed visual inspection; the device failed visual inspection due to the existence of a broken clip. As a result, the most likely root cause of the reported event can be attributed, but not limited to wear and/or due to the handling of the unit. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the shower pack strap clip would not stay closed. The shower pack was replaced. No patient complications have been reported as a result of this event.